Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user attended a child's birthday party, consuming pizza and chicken tenders, which led to a bg spike of 330 mg/dl after dinner. Later that night, the user experienced a severe drop to 40 mg/dl for approximately 1.5 hours, during which they were awakened by ilet alarms but fell back asleep. Upon waking again, the user was confused, prompting their spouse to provide juice and call ems. Although ems did not administer any treatment, they stayed until the user's bg stabilized at around 100 mg/dl. The cds spoke with the user and emphasized the importance of timely responses to alerts and reviewed resources for infusion set site changes with the user. The user reported shakiness, incoherence, sweating, stuttering, tiredness, and loss of energy during the event.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms a period of hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The initial hypoglycemia was likely caused by failure to announce correctly for the total amount of carbohydrates in the large meal of chicken fingers and pizza, leading to prolonged hyperglycemia requiring correction insulin and increasing the risk of hypoglycemia. However, the failure to respond to alarms and treat hypoglycemia promptly resulted in prolonged hypoglycemia and increased the severity of the event.